Event description:
Additional information. The device was turned off because it was overdischarged. The patient understood the device needed to be re charged on a regular basis, and the reporter was not aware of any further issues.

Manufacturer narrative:
Ins model 37612, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, adaptor model 64001, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, adaptor model 64001, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown, electrode spacer model 3387ies, serial # (B)(4), implanted: 2007-(B)(6), explanted: unknown.

Event description:
It was reported that the implantable neurostimulator is turning off on its own. Additional information has been requested, but was not available as of the date of this report.